Event description:
The rptr did meter to hcp meter comparison tests, within a minute, using the same finger stick. Reporter's reading was 274 mg/dl, and the hcp meter (type unknown) was 129 mg/dl. Rptr did not have any symptoms. Control testing was not done due to unavailability of supplies. On follow up, the rptr did not wish to do further troubleshooting. Rptr cleans the meter with alcohol and bleeds well for good sample. No harm was alleged.